Event description:
It was reported that the patient had some bleeding issues during the implant surgery. The surgeon felt that the bleeding was coming from the inflow conduit graft and that the inflow graft had not been sealed. There was no visual observation of blood coming from the inflow graft portion where the two holes were. However, some blood was noted around the left ventricle anastomosed area where the surgeon placed more pledgeted sutures to secure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Related MFR # 2916596-2024-00211. Manufacturer¿s investigation conclusion: the reported event could not be confirmed, and a specific cause for the event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) until they ultimately expired on 07apr2016 following a stroke attributed to failure to thrive post gastric bypass surgery (MFR # 2916596-2017-03232). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook, are currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information on preparing and priming the sealed inflow conduit during implant. The IFU notes that the sealed inflow conduit graft should not leak during priming. If leaking occurs from the graft, the sealed inflow conduit should be replaced. Furthermore, the IFU states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.